Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and moderately calcified shunt vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres (atm) for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition.